Manufacturer narrative:
Continuation of concomitant products: dtpb2d4 crt-d implanted: (B)(6) 2021.

Event description:
It was reported that one day post implant the right ventricular (rv) lead had no capture. It was discovered that the lead had become dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.